Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4)

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the intercom was not working and the patient could not hear the instructions. The customer¿s bio-medical engineer reported that the operator could not hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the intercom was not working and the patient could not hear the instructions. The customer¿s bio-medical engineer reported that the operator could not hear the patient. However, the philips field service engineer (fse) confirmed that the operator could hear the patient at all times. The actual issue was that the patient could not hear the operator or voice commands. There was no harm to any patient. The fse inspected the system's communication circuit and found an open/failed fuse on the gantry breathing light assembly. The fse replaced the fuse to resolve the issue of the patient not being able to hear the operator or the voice commands. The system is operational. This event has been determined not to be a reportable event.